Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. The right atrial lead was explanted, the right ventricular (rv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.